Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.

Event description:
It was reported that the blade became caught in the sheath. A 7.00mm x 2.0cm x 90cm peripheral cutting balloon was selected for use. During the procedure, the blade became lodged in the sheath, resulting in it being bent. The device was subsequently removed by crimping it to the blood vessel wall using a stent. The procedure was completed successfully using the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon was inflated to its rated burst pressure of 10 atm to view the section of blade where it was detached. No leaks noted with the balloon material. A visual examination of the returned device identified that 6mm of blade and pad lift were noted to have lifted and detached on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device and markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis. Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the blade became caught in the sheath. A 7.00mm x 2.0cm x 90cm peripheral cutting balloon was selected for use. During the procedure, the blade became lodged in the sheath, resulting in it being bent. The device was subsequently removed by crimping it to the blood vessel wall using a stent. The procedure was completed successfully using the original device. There were no patient complications as a result of this event.